Event description:
Pt reports that cadd legacy pump sn (B)(4) is malfunctioning. It is bringing up an error when she tries to turn it on and it is not making any sounds, machine not currently attached to pt, so no harm done to pt. We are sending a new pump to pt for tomorrow and pt will return malfunctioning pump. No further info available. Dates of use: unk. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.